Manufacturer narrative:
(B)(4). What type of procedure was the device used in: unknown. For clarification, does the statement, there was bad stapling mean the staples were malformed: all staples were not delivered, some staples were malformed and the cutter did not cut properly.

Manufacturer narrative:
(B)(4): manufacture date: 8/27/2105. The analysis results found that the tlc55 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? For clarification, does the statement, ¿there was bad stapling¿ mean the staples were malformed? If no, please explain.

Event description:
It was reported that during an unknown procedure, the device worked properly with the first three cartridges but did not work with the fourth cartridge, there was a bad stapling. The surgeon had to perform a manual anastomosis. The procedure was lengthened of thirty to forty-five minutes. There were no adverse consequences for the patient.